Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) and rapid ventricular response (rvr). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 implantable tachy lead (B)(6) 2006; 5568-45 implantable pacing lead (B)(6) 2004. (B)(4).